Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 420 mg/dl with a dry mouth and polydypsia associated with an alleged occlusion. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was alleged the patient called into cts saying that the pump will "not hold a prime" and has had multiple occlusion alarms on since earlier today and was able to prime the pump afterwards but the loss of prime alarm is still is going off. She has changed her inf sets 3 times today and has not had any bent cannula's and also has changed her cartridges twice and has used up 2 full cartridges of insulin for this issue. She is using and changing out both cartridges and inf sets per IFU. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged occlusion issue.